Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had no display. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was functioning, and the rest of the ventilator was operational besides the display. The rse advised the customer to replace the liquid crystal display (lcd), upgrading to the 2nd generation lcd. The rse provided the customer with the replacement lcd part information and also provided the customer with a service manual reference.